Manufacturer narrative:
(B)(4). Manufacturer technical support provided part number for battery replacement, however the customer could not order since they are not trained by the manufacturer. The user facility¿s biomedical engineer (biomed) is going to double check to see if battery is charging after case is completed. According to the manufacturer records, the battery was last changed about three years ago. A third party has performed some of the customer's maintenance. The biomed does not maintain this system, that is done by the ccp. The biomed will be scheduling a visit with the field service representative (fsr).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when they wheeled the system-1 to the operating room (o/r,) they noticed a red battery light emitting diode (led). After they plugged the system into alternating current (a/c), it was solid red. When the perfusionist (ccp) unplugged the system-1 from wall, the led was red when it should have been green. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Improper or incorrect procedure or method; maintenance does not comply to manufacturers recommendations. The field service representative (fsr) duplicated the reported issue. The fsr replaced the batteries and the unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was confirmed. Per the product surveillance technician (pst) during laboratory evaluation, the batteries were received in severely discharged condition, indicative of improper maintenance. The low voltages indicate likely irreversible degradation of the batteries. The batteries both measured 0 volts direct current (vdc) upon receipt. The manufacturing date of the batteries was (B)(6) 2014 (not installed by the manufacturer). The user facility¿s biomedical engineer (biomed) requested the proper battery maintenance procedures in a final letter. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.